Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specs. Add'l devices implanted and/or related to this event: tg4015/03611853 and tg3715/03612058. The gore tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include reoperation.

Event description:
On (B)(6) 2005, this patient was implanted with three gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. The patient had previous abdominal aortic surgery to treat an abdominal aortic aneurysm (date unk). It was reported that on (B)(6) 2013, the patient presented emergently to emergency room with a ruptured thoracic aortic aneurysm. The rupture was distal to the previously implanted tag graft. Two add'l conformable tag devices were implanted distal to the previous grafts. The patient tolerated the procedure.